Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified performance issues. There were no patient complications related to the device. No further information provided through physician.